Manufacturer narrative:
Because evaluation of the device involved is not possible and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was initially reported that several crowns debonded after cementation with smartcem2. At the time of the initial report, there were no injuries and the crowns only required re-cementation (an action not considered as medical intervention). However, on (B)(6) 2014 additional information was received indicating that one patient will need to undergo an additional dental procedure as a result of the cement failure.